Event description:
Device explanted and returned to MFR with a report of "tried to inject dye to determine patency of catheter and the contents of the reservoir shot through syringe". Pump replaced. A follow up report will sent when add'l info is received.